Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 400 mg/dl. The customer received no delivery alarms from his insulin pump during bolus. The customer stated he changed his unomedical infusion set and the no delivery alarm persisted. The alarms were resolved with a reservoir change; the reservoir was likely occluded. The product has been returned. Nothing further was reported.